Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the doctor reported that during the procedure the handle stopped working. The doctor had previously reported friction and incorrect operation of the handle. The surgery went from being endoscopic to converted (open sky).